Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, and no components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during set-up for a sacroiliac and thoracolumbar procedure the site closed the gantry door but the pendant still displayed door open. The site opened and closed the door a couple times but the message did not clear. The site used a different imaging system for the case. There was delay to the procedure of less than one hour. There was no reported impact on patient outcome.